Event description:
It was reported that under infusion was observed using an infusor lv5. This occurred during patient infusion with 70ml fluorouracil and 160ml saline. The reporter stated that after the expected infusion time, 160ml of solution remained in the device. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between 06/11/2013 and 06/12/2013. The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have caused the reported condition. Functional flow rate testing determined that the device flow rate was within specification. The evaluation could not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.